Event description:
A bard ivc filter was inserted on the pt in 2007. The physician planned on removing this filter seventeen days later. Prior to removal of this filter, a venogram was obtained. The venogram showed the filter had dislodged inferiorly approximately 4 cm in the ivc. Five of the limbs of the ivc filter appeared to perforate the ivc medially and two of the legs are approaching the lumen of the third portion of the duodenum, one of which may be actually be in the lumen of the duodenum. The decision was made not to attempt to remove the filter and continue to observe the pt.